Manufacturer narrative:
Correction: codes d15 and d1103 were sent in error. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. This complaint was initiated based on information received from the field. The reported information indicates a potential device malfunction, related to stent dislodgement, has occurred. The following information was not reported to gore: a) unique device identification, b) clinical images enabling direct assessment of product performance, or c) product. The information provided to gore cannot be connected to a specific device. As reported, the patient's anatomy was challenging, there was a high degree of calcification, and a high degree of force was required to advance the device across the lesion. It was also reported that the physician advanced the device into the occlusion outside of the sheath; the physician acknowledged that this was off-label. Therefore, the cause of the reported potential malfunction is consistent with the reasonably foreseeable misuse of the user not using a compatible sized introducer sheath.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an occluded common iliac artery with two gore® viabahn® vbx balloon expandable endoprostheses (vbx-device). It was stated that the physician advanced the first stent into an occlusion outside of an 8 fr cook sheath and the 10 x 59 vbx-device came off the balloon. It was reported that the patients anatomy was challenging, there was also a high degree of calcification and a high degree of force required to advance the vbx across the lesion. However, the vbx-device was in the position that he intended it to be. To rectify this, he was able to advance the balloon back through the vbx-device and to deploy it as normal. Then, he deployed another 10 x 59 vbx-device to finish the procedure, which went well and the patient is doing fine. The physician acknowledges that advancing the vbx-device through an occlusion without a sheath is off label.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. H3 other: as the device remains implanted, no investigation of the device can be conducted. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. The physician acknowledges that advancing the vbx-device through an occlusion without a sheath is off label. Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.